Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the device was implanted after it expired based on the use before date. There were no symptoms or complications reported as a result of this event.